Event description:
It was reported to boston scientific corporation that some resistance was felt while retracting the hydrajagwire guidewire through an rx balloon device. After removal, it was noted that the pebax guidewire coating had peeled. There were no patient complications (adult male patient; age and weight are unknown) reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok".

Manufacturer narrative:
No consequences or impact to the patient. Peeling. Removal difficulties. Evaluation of the returned device revealed that the pebax guidewire coating had detached, exposing approximately 2.5 cm of the inner core wire. The cause of the reported malfunction is not determined.